Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a semi-open pneumonectomy, the cartridge fell off from the device during use. The device was used on the lung. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.